Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that right atrial lead exhibited failure of capture due to dislodgement. Also exhibited helix issues. This lead was explanted and replaced. No additional adverse patient effects.